Event description:
An arteriotomy closure with the closer tsl 6 fr device was performed after percutaneous angioplasty with stenting of both superficial femoral arteries (sfa). Several days post procedure, pt developed a "tract abscess" from the device. The site was incised and drained. Several days after that, pt developed active bleeding from their right femoral artery (rfa). Emergency exploration confirmed a ruptured rfa. The artery and surrounding tissue was debrided. A spahenous vein patch harvested from the left side was used to repair the ruptured rfa. Fascia was closed over the artery at that time, however, the remainder of wound was packed open. For three weeks, pt underwent daily dressing changes to the healing groin wound. Approx two weeks post procedure, pt developed recurrent fever and bacteremia. Eval and CT scan revealed no evidence of recurrent abscess. Pt responded to antibiotics. However, during dressing change, pulsatile thrombus was found at the base of the wound. During repeat exploration surgery, it was noted that the lateral aspect of the previous saphenous vein patch had ruptured. No gross evidence of infection. Two inches of saphenous vein was harvested from the pt's right medial thigh and graft sewn over sfa with a running suture. Hemostasis noted along suture line. Doppler examination of the inflow, patch, and outflow confirmed equal triphasic flow throughout. Pt suffered an estimated blood loss of 500cc and received a satisfactory condition post procedure.